Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
It was reported that the doctor tried to insert the tracheostomy tube, but was unable to advance it. It was reported they removed the tube because they were unable to insert fully; when they removed the tube, they noticed the misshapen tip at the distal end. It was reported the distal tip of the tube was flared out on the side of the inner curve. It was reported that it was inspected prior to insertion. Another tube was inserted in the pt.